Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 1 mg/dl at the time of call. Customer states insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states display returned after insulin pump restart. Customer did not provide any symptoms and treatment related to low blood glucose level. The insulin pump will not be returned for analysis.